Event description:
The manufacturer received information alleging a nebulizer had a small fire near the on/off switch on the unit and was subsequently extinguished, no injury or damage was incurred during this event. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.